Event description:
On (B)(6) 2024, it was reported by sales representative via phone that three ar-3636h self bunching 1.8 knotless hip fibertak and an ar-2424phs peek, 2.4 mm knotless hip suturetak white shuttle suture snapped while flossing and shuttling the sutures. Some of the sutures were tied together and an ar-6955 hip labral reconstruction implant system was used to complete the case. The remaining sutures were cut out and removed. The case overall lasted two additional hours. This was discovered during a hip labral repair procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.